Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The initial medwatch report was originally submitted as a follow up 1 on 12/15/2015 due to an emdr transmission error. Follow up 2 was submitted as follow up 3 on 3/3/2016 due to an emdr transmission error. This medwatch is being sent to correct g7 as requested by the FDA. This medwatch contains all initial and follow-up information received to date. Retain samples were evaluated. Visual and functional examinations revealed no defects and samples met all requirements and specifications.

Event description:
It was reported that the patient under caesarean section on an unknown date and suture was used. Approximately 3-4 days post-operatively, the patient experienced low fever and wound dehiscence. No additional information regarding medical or surgical intervention was provided.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This report is a 30 day initial report, sent as follow-up 1 due to emdr transmission error.

Event description:
It was reported that the patient under caesarean section on an unknown date and suture was used. Approximately 3-4 days post-operatively, the patient experienced low fever and wound dehiscence. No additional information regarding medical or surgical intervention was provided.

Manufacturer narrative:
Retain samples were evaluated. Visual and functional examinations revealed no defects and samples met all requirements and specifications. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report sent as follow-up 03 due to initial mw was sent as follow-up 02.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This report is a 30 day initial report, sent as follow-up 1 due to emdr transmission error.

Event description:
It was reported that the patient under caesarean section on an unknown date and suture was used. Approximately 3-4 days post-operatively, the patient experienced low fever and wound dehiscence. No additional information regarding medical or surgical intervention was provided.